Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into its overpouch. The source of the leak was unknown. The device had been filled with 6000mg cefazolin in 0.9% sodium chloride solution. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured july 29, 2017 ¿ july 31, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed fluid in the bag that contained the device. The reported leak condition was verified. The cause of the leak could not be determined from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.